Event description:
It was reported that the patient was in the hospital with symptoms of shortness of breath and fatigue. Interrogation of the device found high right ventricular thresholds and impedance. During the right ventricular lead replacement, it was found that the left ventricular lead was not in the right spot, so it was explanted. No patient complications have been reported as a result of this event.